Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post a device changeout procedure the patient's right ventricular (rv) lead had triggered alerts for out-of-range/high impedance on the rv defibrillation coil, the superior vena cava (svc) defibrillation coil and pacing impedance. A potential lead fracture is suspected. Follow-up was completed with the patients clinic. The healthcare professional (hcp) verified that the alerts have been adjusted, but no reprogramming has been completed at this time. The patient will meet with the physician again in order to determine a treatment plan. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a right ventricular (rv) lead revision was completed. The implantable cardioverter defibrillator (ICD) was removed from pocket and the rv defibrillation coil pin pulled out of the header with a slight tug on the lead. The set screw was backed up and lead pin reengaged. Rv coil impedance was retested and within normal limits. The lead remains in use. No patient complications have been reported as a result of this event.